Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was unable to duplicate the reported issue. Model lap top ventilator 1150 passed all testing and met all specifications.

Event description:
The customer reported patient was found unresponsive while connected to model lap top ventilator 1150, but the ventilator was continuing to operate. The patient was rushed to the hospital by a family member where she was stabilized. The patient is back to her usual self, however is concerned that the ventilator was auto cycling due to moisture in the transducer lines or some other possible malfunction. There was no patient harm or injury.